Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right and left pulmonary artery using a penumbra engine (engine) and penumbra engine canister (canister). During the procedure, while attempting to start aspiration, the physician noticed none of the lights on the engine would not illuminate. The canister was repositioned multiple times on the engine; however, the lights on the engine would not illuminate. Therefore, the canister was removed. The procedure was completed using a new canister and the same engine. There was no report of an adverse effect to the patient.